Manufacturer narrative:
An investigation was performed for the customer issue and included a review of complaint text, troubleshooting, a review of service history, and a review of product labeling. The field service representative (fsr) replaced the valve manifold kit (rohs) which was identified as a cause and replacement resolved the issue. A review of service history on the architect processing module showed no additional false elevated results after service. A further review completed and did not identify any non-conformances and deviations of the valve, manifold kit (rohs). Review of the architect product monitoring did not identify any similar issues or trends. Labeling was reviewed and found to be adequate. No systemic issues were identified. No product deficiency were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed ca 19-9xr imprecision (falsely elevated results) on the architect i2000sr analyzer, serial number (B)(4). No adverse impact to patient management was reported. Sid (B)(6): initial result 155.1 u/ml, repeat on another i2000sr analyzer 2.9 u/ml; sid (B)(6): initial result 172.6 u/ml, repeat on another i2000sr analyzer 102.1 u/ml; sid (B)(6): initial result 99.7 u/ml, repeat on another i2000sr analyzer < 2.0 u/ml; sid (B)(6): initial result 41.9 u/ml, repeat on another i2000sr analyzer 22.2 u/ml; sid (B)(6): initial result 118.8 u/ml, repeat on another i2000sr analyzer 2.0 u/ml; sid (B)(6): initial result 54.2 u/ml, repeat on another i2000sr analyzer 21.2 u/ml; sid (B)(6): initial result 44.4 u/ml, repeat on another i2000sr analyzer 9.7 u/ml; sid (B)(6): initial result 115.7 u/ml, repeat on another i2000sr analyzer 10.5 u/ml.